Manufacturer narrative:
(B)(4). D10: the product has not been returned to zimmer biomet for investigation. D11: medical product: oxf uni tib tray sz e lm PMA, catalog #: 154726, lot #: 184970; medical product: oxf anat brg lt md size 4 PMA, catalog #: 159548, lot #: 707850. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00931-1, 3002806535-2019-00930-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 11 similar complaints for this item code 161469, no similar complaint for the item code 154726 and 2 similar complaints for this item code 159548. Regulatory assessment determines that the occurrence of the event and the risk remains within the acceptable limits identified in the risk management report. There were trends identified from the complaint history review. Similar hospitals can be found for several complaints. There are no trends in lot number and cause. In most cases of similar complaints, the cause could not be established. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to pain was performed.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf uni tib tray sz e lm PMA, catalog #: 154726, lot #: 184970. Medical product: oxf anat brg lt md size 4 PMA, catalog #: 159548, lot #: 707850. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00931, 3002806535-2019-00930. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to pain.